Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 30 mmol/l at the time of the incident. Customer's current blood glucose level was 13.8 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manually. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reported that the cannula was bent. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.